Event description:
It was reported that the patient experienced a painful shocking sensation following weight loss. Because of the painful shocking, the patient had turned the stimulation "all the way down". It was also noted that the neurostimulator had slid down about 3 inches. The patient also had a blister at the pocket site but since turning the stimulation down the blister was no longer present. Additional information was requested but was not available at the time of this report

Manufacturer narrative:
Lead: model 3889-28, lot #v339125, implanted: (B)(6) 2009, explanted: na. Programmer: model 3037, serial #(B)(4).